Manufacturer narrative:
There was no belt clip received with the insulin pump. It was noted that the pump was received with a blank display due to a corroded battery tube and battery tube spring. A corroded battery cap (p) contact was noted. They were unable to perform the displacement test, rewind test, basic occlusion test, prime/compromised force sensor system test, occlusion test, excessive no delivery test, operating currents measure, and off no power test due to the blank display. The pump had minor scratches on the lcd window, a cracked case at the display window corner, a cracked reservoir tube lip, scratches on reservoir tube window, cracked battery tube threads, and a cracked belt clip slot.

Event description:
The customer reported via phone call that the insulin pump stopped working and when she replaced the battery, the pump did not turn on. Customer's blood glucose was over 230 mg/dl at the time of the incident. Customer noticed that the screen was blank and replaced the battery several times. Customer stated that the pump did not turn on. Customer stated that the pump has been dropped or bumped several times when the clip has fallen off or when she goes to the restroom and bumps it against something. Customer stated that the battery compartment and spring are corroded. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.